Event description:
During testing and repair at the independent repair center, the irc5lxo2 concentrator was reported to not start and alarm not functioning. This was due to a power switch short circuit which led to the malfunction.